Event description:
Baby was on vip bird ventilator with ordered setting of ac 40 14/4 with it.28. It was noted to be set at 1.15 with no order or knowledge of change. Investigation reveals controls moveable when pressure cable manipulated. Cable touches controls and are easily moved. No alarm to alert caregiver to change in setting.